Event description:
A 5 french nasogastric tube placed earlier in the day was occluded after a gavage feeding was completed when rn attempted to clear the line to give medication. Rn could not aspirate or push air through the line to clear it. Tube had to be removed and replaced with a new one.